Manufacturer narrative:
The cycler was returned for evaluation. There are visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. Damaged and broken screw hole of the top cover on the right front. The screw was burred. The top cover will be replaced in production. The simulated treatment was performed and completed without any failures or problems. No fluid leak in the test cassette during the test treatment. The cycler programmed displayed drain and fill volume values were within the tolerances. Stress test was performed and completed without any failures or problems. Valve actuation test passed. System air leak test passed. Patient sensor calibration check passed. The load cell value and verification were within tolerance. Mushroom heads check passed. There was visual evidence of dried fluid encountered within the recess of the bottom cover adjacent to the pump during internal inspection. The cause could not be determined. During the glucose test using the glucose strip was found positive within the cassette compartment and in the mushroom heads and flange areas. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler alarmed for a heater bag issue during fill 1 of 6. The patient was able to bypass the alarm several times and was able to fill with some of the prescribed volume. The alarm continued and treatment was discontinued. When the set was removed fluid was found to have leaked and was on the cassette and the pump module. The cycler was replaced and the patient reported he would switch to manual treatment. During follow up the patient reported he had not had any adverse event and was not prescribed any antibiotics.